Event description:
It was reported that the 9800 system alarms when plugged in. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The ac voltage was found to be too high. The voltage was adjusted during the svc call. The system was tested and found to be working as intended and put back into svc.